Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in clinic; the left ventricular lead was programmed off. The lead was explanted on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
(B)(4).